Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which revealed that the spike connector was completely detached from the tubing and it appears there was fluid in the tubing. The reported problem was verified. The cause of the condition was not determined. Due to the nature of the returned sample no additional testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike connector of the non-vented high-volume inlet was detached from the tubing. This was identified prior to patient use. There was no patient involvement. No additional information is available.